Event description:
It was reported that when the physician was closing the pocket after device implant, phrenic nerve stimulation was observed. Fluoroscopy showed that the left ventricular lead was dislodged. Pocket was re-opened. Left ventricular lead was explanted and replaced. Patient was stable.

Manufacturer narrative:
Analysis was normal. No anomalies were found.